Event description:
It was reported that cuff misses occurred during suture placement using three proglide devices in the right common femoral artery using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). The arteriotomy was 8fr and during the aaa procedure the sheath was upsized to a 17fr sheath. A surgical cutdown was performed following the aaa procedure to close the artery and achieve hemostasis. The patient was reported as having prior gastric bypass surgery with excess abdominal skin. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Attempts were made to obtain complete event, patient and device information. The two other perclose proglide devices are being filed under separate medwatch MFR numbers. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.